Manufacturer narrative:
A ge representative evaluated the system and replaced the vertical lift power supply. System operates as intended.

Event description:
Customer reported the system is having problems with vertical lift. No pt injury was reported.